Event description:
It was reported that there was progressive decrease of impedance on the right ventricular (rv) lead. The lead was abandoned. The patient is enrolled in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.